Manufacturer narrative:
Event summary: visual inspection of 990063-020 / 215473642 showed the mapping catheter introducer was removed from the shaft. There was no kink on the shaft. Small ribbed pebax was observed on the loop section which was caused by user during attempt to return introducer to the shaft. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported mapping catheter insertion issue into balloon catheter has not been confirmed through testing. The reported insertion issue has been confirmed through testing for the mapping catheter. The mapping catheter failed the inspection due to the introducer being removed from the catheter shaft by user. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter did not insert easily into the sheath. The balloon catheter was replaced with resolution. Additionally, the mapping catheter did not insert into the copilot as there was resistance. A kink was noticed on the mapping catheter. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.